Manufacturer narrative:
A follow up medwatch will be submitted when additional information becomes available. It was observed during an external audit at getinge (B)(4), that servicing practices at getinge (B)(4) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the control panel had stopped at the end of the perfusion. Complaint #(B)(4).

Manufacturer narrative:
On 2020-09-15 the ssu brazil provided a statement via email which states that the complaint#(B)(4). Was already submitted in january as complaint#(B)(4). Complaint#(B)(4). Was already reported on 2020-02-05 (emdr#(B)(4)). The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).